Event description:
This case was initially received via regulatory authority (B)(6) on 17-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("major pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The consumer's past medical history included multigravida and parity. On an unknown date, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("very painful heavy menstrual periods for 2 or 3 weeks a month"), procedural pain ("the day after placement of the essure inserts, I had pain"), burning sensation ("the day after placement of the essure inserts, I had burning sensation"), dysmenorrhoea ("very painful heavy menstrual periods for 2 or 3 weeks a month"), musculoskeletal pain ("joint and muscle pain"), fatigue ("very major chronic fatigue 7 days a week"), abdominal distension ("very swollen painful abdomen/ swelling as if I was always pregnant"), abdominal pain ("very swollen painful abdomen"), visual impairment ("visual disturbance"), nervous system disorder ("neurological crises"), headache ("violent pain 7 days a week in right brain"), dyspnoea ("shortness of breath"), back pain ("lower back pain"), urinary tract disorder ("urinary problem"), feeling hot ("intense heat in body"), hyperacusis ("hypersensitivity to noise"), amnesia ("major memory loss"), allergy to metals ("allergy test for nickel was positive"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis"), uterine disorder ("uterus had turned over"), device monitoring procedure not performed ("confirmatory test at 3 months was never prescribed"), insomnia ("major insomnia"), nervousness ("major nervousness"), mood altered ("mood changes"), weight increased ("weight gain"), chest discomfort ("chest pain like tightness"), pain in extremity ("pain in hands and fingers"), arthralgia ("pain in the feet and ankles"), paraesthesia ("tingling and atrocious like needles being suddenly stuck in continuously"), tremor ("trembling of hands and eyelids"), blepharospasm ("trembling of hands and eyelids"), muscular weakness ("lack of muscle strength in arms"), neuralgia ("neuralgia in knees, heels, shoulders and back/ neurological pain"), inflammation ("constant inflammation in my abdomen"), vaginal discharge ("vaginal discharge and a metallic smell"), bromhidrosis ("excessive malodourous sweating"), dizziness ("dizziness"), pain ("pangs of pain and the feeling of stabbing pain in my entire body"), adnexa uteri pain ("pain in the ovaries and uterine tubes"), and medical device discomfort ("I have felt the inserts since the first day/ the inserts cause me discomfort"). The patient was treated with mefenamic acid (ponstel), tranexamic acid (spotof), lumirelax (lumirelax), amitriptyline hydrochloride (laroxyl), solifenacin succinate (vesicare), and surgery (hysterectomy and salpingectomy with curettage). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, procedural pain, burning sensation, dysmenorrhoea, musculoskeletal pain, abdominal distension, fatigue, visual impairment, abdominal pain, nervous system disorder, headache, dyspnoea, back pain, urinary tract disorder, feeling hot, allergy to metals, adenomyosis, endometriosis, device monitoring procedure not performed, uterine disorder, nervousness, insomnia, mood altered, weight increased, chest discomfort, pain in extremity, arthralgia, paraesthesia, tremor, blepharospasm, muscular weakness, neuralgia, inflammation, vaginal discharge, bromhidrosis, dizziness, pain and adnexa uteri pain outcome was unknown and the medical device discomfort had not resolved. The reporter provided no causality assessment for pelvic pain, menorrhagia, procedural pain, burning sensation, dysmenorrhoea, musculoskeletal pain, abdominal distension, fatigue, visual impairment, abdominal pain, nervous system disorder, headache, dyspnoea, back pain, urinary tract disorder, feeling hot, allergy to metals, adenomyosis, endometriosis, device monitoring procedure not performed, uterine disorder, nervousness, insomnia, mood altered, weight increased, chest discomfort, pain in extremity, arthralgia, paraesthesia, tremor, blepharospasm, muscular weakness, neuralgia, inflammation, vaginal discharge, bromhidrosis, dizziness, pain, adnexa uteri pain and medical device discomfort with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 23-aug-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 3.555 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. The reporter commented: since she underwent hysterectomy and salpingectomy with curettage on (B)(6) 2017 her health has improved. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.